Event description:
Device 4 of 4. Reference manufacturer reports: 1627487-2010-03580, 1627487-2010-03581 and 1627487-2010-03583. The patient received an scs system, including an ipg and three percutaneous leads, on (B)(6) 2010. It was reported the patient complained of persistent burning at the lead implant sites and stimulation in inappropriate locations. As the patient was not getting the coverage needed from the scs system, the physician opted to perform a lead revision procedure. When the ipg pocket was opened, the physician discovered the patient had developed a large seroma. The entire system was explanted and not replaced; however, the physician indicated the system would be replaced in the future. The explanted products were returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Device 4 of 4. Evaluation: the reported complaint cannot be confirmed through visual, performance or functional testing. As a result, no testing on the returned products was performed. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.